Manufacturer narrative:
The electrode serial number and its expiration date were requested but not provided.

Event description:
The initial reporter received questionable sodium electrode assay results for approximately 25 patient samples tested on the cobas pro ise analytical unit. The reporter stated that the analyzer results were randomly overestimated at 8 to 15 mmol/l. The specific results were not provided.